Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation. The event was resolved with a soft reset, and the programming session was completed successfully.